Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The outer insulation of the lead was observed to have blood ingression. The analyst noted there is blood in the outer insulation and tip seal, this is considered normal for this model lead. The lead was able to be passed through a 6248 catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was unable to obtain proper alignment of the left ventricular (lv) lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.